Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and helix mechanism issue. As received, a complete lead was returned in one piece with the helix found extended, bent, and clogged with blood/tissue. The helix mechanism issue was confirmed. Visual and x-ray examinations found the helix was bent consistent with procedural damage. Unable to perform helix mechanism test and measure the helix extension length due to the helix being bent as received. The cause of the reported event of helix mechanism issue was isolated to the helix being bent. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
New information received notes that the right atrial lead failed to capture in the atrium.

Manufacturer narrative:
Correction: the correct investigation conclusion code in section h6 should have been "unintended use error caused or contributed to event", rather than "cause traced to component failure".

Event description:
It was reported that the patient presented for a follow-up in the clinic. The patient experienced limb weakness. Upon interrogation, it was noted that the patient's electrocardiogram (ECG) was abnormal. The right atrial (ra) lead was found to be dislodged, as confirmed by x-ray. During the procedure to reposition the ra lead, the physician encountered difficulty retracting the helix of the lead. The physician believed that the helix issue had caused the dislodgement. The ra lead was explanted and replaced. The patient remained stable throughout the procedure.